Manufacturer narrative:
Insulin pump passed displacement test and self test. Hardware low-level failures alarm and the motor arm cannot communicate with the main arm alarm confirmed in the insulin pump history due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed multiple pump error. The customer¿s blood glucose was unknown. The troubleshooting was done but insulin pump alarmed hardware low level failure during self-test. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.